Event description:
Customer reported experiencing cartridge alarm 30 multiple times over the past month, typically occurring once per cartridge. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. As a resolution, technical support decided to replace the customer's pump.